Event description:
10/02/96 the surgeon responded to the nncl. He stated the instrument would not fire. He grabbed the lung tissue, placed the instrument, and fired. It did not cut. He could not remember if the devices stapled or not. Another instrument was opened to complete the case. Kjb

Manufacturer narrative:
D5, h4-info unavailable, device returned with no lot identification.